Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing stinging and a "red mark" at the sensor site. Customer further reported having contact with a healthcare professional and receiving an unspecified medication. No further information was provided and further attempts to gather this information have been unsuccessful thus far.

Manufacturer narrative:
Device mfg date has been updated based on the returned product. Visual inspection was performed on the returned sensor patch, no issues observed. The sensor plug was properly seated. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing stinging and a "red mark" at the sensor site. Customer further reported having contact with a healthcare professional and receiving an unspecified medication. No further information was provided and further attempts to gather this information have been unsuccessful thus far.